Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7074398, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7074414, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 27930929, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to unknown reason. No additional information was obtained despite multiple good faith efforts.